Event description:
Physician noted the borie cautery was cutting at an excessive rate while coagulating bleeders during a loparoscopic right inguinal herniorrhaphy. Despite adjustments in the cautery unit, there still seemed to be excessive cutting when coagulation was being used. Bleeding was noted from a branch of the inferior epigastric vessel which was quite prominent and filled the pre-peritoneal space with blood which precluded visualization and the patient had to be opened in order to control the bleeding. The hernia repair was completed, and the patient received a unit of packed cells. The patient was admitted to the hospital and discharged in good condition after two daysinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.